Event description:
While drawing blood from a vamp arterial line system, plastic piece where one pushes or flushes the saline/blood back into the line broke, followed by two plastic prongs breaking right through silicone covering and poked caregiver's left thumb. New vamp system placed on patient.